Event description:
It was reported that ventilator will not power on after performing a preventive maintenance. There was no patient involvement. (B)(4).

Manufacturer narrative:
The hospital cancelled the requested service and informed that the hospital biomed had returned the ventilator back in service and could not locate it. It is unknown what actions were taken by the biomed before returning the ventilator back in service. No further information, parts, or logs have been received. Therefore no investigation has been possible. The cause for the ventilatory not turning on has not been determined.